Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The complaint sample was evaluated, and the reported event was confirmed. The threads at the distal end of the impactor have fractured and were not returned with the device. Visual examination of the returned product identified signs of use with some impaction/witness marks on the strike plate and gouges, nicks, and scratches on the handle. The black poly impactor tip was not returned with the device. Measured the handle and the strike plate of the device. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial shoulder procedure, a humeral head impactor instrument broke while being used to impact the humeral head component. The event was identified intraoperatively during impaction. The surgical technique specified for the procedure was reported to be followed. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained as a result of this malfunction. It was reported that no further information is available.